Event description:
It was reported that 1 bd veo¿ insulin syringe with the bd ultra-fine¿ needle each from lots 1347417, 1242719, and 1214676 had excessive lubricant on them. The following information was provided by the initial reporter: "the customer stated that there was same problem(excessive lubricant) in the compensation samples. The lot# is 1347417. Also the customer sent another lot#(1242719) syringes with the same problem(excessive lubricant)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes and d10: returned to manufacturer on: 03-nov-2022. Investigation summary: customer returned (50) syringe samples from lot# 1242719, (4) syringe samples from lot# 1347417, and (31) syringe samples from lot# 1214676. All returned syringes were examined, and it was observed that a clear liquid came out of the cannula from 1 of the syringes from each returned lot. A small portion of the liquid was removed then prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of silicone. Samples from each lot were forwarded to manufacturing (holdrege) for further investigation. A review of the device history record was completed for batch#s 1347417, 1242719, 1214676. All inspections and challenges were performed per the applicable operations qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1347417 medical device expiration date: 31-dec-2026 device manufacture date: 13-dec-2021. Medical device lot #: 1242719 medical device expiration date: 30-sep-2026 device manufacture date: 30-aug-2021. Medical device lot #: 1214676 medical device expiration date: 31-aug-2026 device manufacture date: 02-aug-2021. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd veo¿ insulin syringe with the bd ultra-fine¿ needle each from lots 1347417, 1242719, and 1214676 had excessive lubricant on them. The following information was provided by the initial reporter: "the customer stated that there was same problem(excessive lubricant) in the compensation samples. The lot# is 1347417. Also the customer sent another lot# (1242719) syringes with the same problem(excessive lubricant)."